Manufacturer narrative:
During inspection and testing, service found there was no image. A review of the device history record found no deviations that could have caused or contributed to there being no image. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely there was no image because the video function did not function properly due to a failure of the charge-coupled device unit (ccd-u). However, a definitive root cause of the reported issue could not be identified. Olympus will continue to monitor field performance for this device. The reported issue (missing camera lens) was confirmed during evaluation due to the damaged charge coupled device. Per the legal manufacturer, this device defect has no potential to cause or contribute to death or serious injury if the malfunction were to recur. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.

Event description:
The customer reported that, during maintenance, the camera lens was missing from the subject device. The subject device was sent to an olympus service center for evaluation. During inspection and testing, service found there was no image. This report is being submitted for the malfunction found during evaluation (no image). There was no patient involvement.